Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (section h6: evaluation codes) will be added to h10 until the biosense webster system is also updated. Therefore the following codes apply: (B)(4). (B)(4). It was reported that the flow rate was higher than what the hospital staff had set it at. The caller is requesting service and a loaner. Quest duplicated the complaint. Adjusted latch spring on unit fixed the issue. Quest performed functional and safety test and service bulletin #8 and #9 upgrade on unit. Unit ready for use. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Similar complaints are monitored on a monthly basis.

Manufacturer narrative:
The investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a cool flow pump was flowing at a rate higher than the rate the pump was set for during a procedure. The procedure was continued without patient consequence. The caller did not indicate any error messages when this issue was noticed. Multiple attempts have been made to gain clarification on this event, however no response was received. Bwi takes conservative approach to report this event as it could potentially lead to patient injury if there is no error/warning message when the irrigation pump is delivering high flow.

Manufacturer narrative:
(B)(4).